Manufacturer narrative:
(B)(4). D10 - concomitant devices: product ID: biomet, product type: tibial tray 67mm, catalog #: 141232, lot #: j2886668, product ID: maxim, product type: primary femoral component 60mm right, catalog #: 140011, lot #: 813150, product ID: series a, product type: standard patella 34mm 3 peg, catalog #: 184766, lot #: 057130, depuy smartset mv endurance bone cement catalog #: 3102080 lot #: 3425476. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision of the tibial bearing approximately ten (10) years post-operatively to address pain, instability and implant wear. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
The returned articular surface showed signs of use and wear damage with delamination and discoloration. Radiographs reviewed identified nonspecific subluxation of the tibia with respect of the distal femur and narrowing of the lateral compartment. Although the polyethylene lining was radiolucent and suboptimally assessed, this may be a secondary finding related to polyethylene wear. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.